Event description:
Pt treated with surgery in 2003 for right hip femoral neck fracture with a hemiarthroplasty using a bipolar prosthesis. Pt transferred to rehab on post-op day 3. The following month, pt sat down hard on toilet seat, right hip found later to be dislocated. Pt underwent a closed reduction under general anesthesia the day before. Six days later the hip dislocated again, x-ray showed disassociation of the right hip bipolar complex. A revision of the right hip bipolar was done on that date, with the prosthesis components all replaced. The hip dislocateed again 9 days later, it was relocated, the following day closed reduction was done.